Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient lost considerable amount of weight of (B)(6) before couldn¿t feel implant and now since weight loss can feel it through skin especially in bathing suit could see it pops out of hips and just jiggles around and very loose not sure how deep the device was. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that patient would be scheduled for removal of the device to undergo MRI. Refer to manufacturer report #3004209178-2016-20176 for falls, symptom return and poor communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.